Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026 at the patient's request as the patient reportedly had lost the external sound processor. The patient was reimplanted with a new device during the same surgery.